Event description:
It is reported that a customer was hospitalized in (B)(6) of 2014 for a high blood glucose level of 500 mg/dl. The customer called in because they experienced low blood glucose levels of 66 mg/dl. The customer treated their low blood glucose levels with a soda. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.